Manufacturer narrative:
15may2021. The device was evaluated by a international philips field service engineer (fse) who confirmed the reported problem.the fse replaced the power switch overlay. The unit was functionally tested and successfully passed all testing. The unit was returned to service. No other anomaly was reported.

Event description:
It was reported that the ventilator experienced an alarm led error code during pre-delivery check. The device was not in clinical use at the time the issue was discovered. There was no patient or user harm reported. There was no delay to patient therapy reported.